Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is (B)(4). Method: the returned complaint device was pressure tested and submerged in a water bath to test for leaks. Results: the water trap consists of a bowl and lid designed to come apart for draining water/condensate. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified a leak in the seal between the water trap bowl and the water trap top connected to the expiratory tube. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. A leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. (B)(4).

Event description:
A hospital in (B)(6) reported that water trap of an rt106 adult inspiratory heated breathing circuit began leaking three days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that water trap of an rt106 adult inspiratory heated breathing circuit began leaking three days after use. No patient consequence was reported.